Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a cracked reservoir insulin pump. Their blood glucose level is at 151mg/dl. Trouble shooting determined the patient does not know how it broke. Patient advised to cease use of devise and switch to backup. Pump is being returned. No further information available.

Manufacturer narrative:
Broken reservoir tube lip and minor scratches on the display window were noted during visual inspection.